Event description:
Patient with recalled 6949 fidelis right ventricular (rv) lead had ventricular fibrillation (vf), lead fractured and was unable to deliver therapy. Patient suffered cardiac arrest was brought into emergency department, lengthy hospital stay and later received new device and lead.